Manufacturer narrative:
Investigation included review of device reports and user coaching on locating device history to confirm meal announcements. Investigation of this case revealed duplicate meal entries likely contributed to the hypoglycemic event, and the app connection issue did not impact insulin delivery. It was concluded that user interaction led to the event, and product function was within specification. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hypoglycemia while away from home, during which the mobile app was disconnected from the phone; the dosing function of the ilet was unaffected, and review of device history indicated two breakfast meal announcements entered in close succession after the screen went dark. Symptoms included low blood glucose. Outcomes included self-treatment with food and resolution without medical intervention.